Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01-jun-2026, a distributor reported via email that an ar-1588rt-2j tightrope ii rt, with deploying suture broke when the surgeon pulled on both tensioning sutures. This was discovered during a procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 05-jun-2026: the procedure being performed was an acl reconstruction. No resistance was noted while pulling the tensioning sutures. The acl femoral tightrope ii remains implanted in the patient, and the detached sutures were not retrieved and remain implanted in the patient. The case was completed using a non-arthrex metal interference screw. No surgical delay or additional anesthesia administration was reported. Bone socket preparation was performed using a cannulated headed reamer, and the reported bone quality was described as good.